Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having cough, nasal congestion and also alleged of having kidney tumors that require to be removed surgically every 3 months. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having cough, nasal congestion and also alleged of having kidney tumors that require to be removed surgically every 3 months. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The external investigation observed no unusual wear or tear. There was a light amount of a dust/dirt contaminant on the outer surfaces of the device, device booted successfully, provided airflow using a known good dc power supply and ac cord, and heated the heated tube. The internal examination of the device observed dust/dirt contaminants throughout the device and on the blower. There was black unknown contaminant at the air outlet of the blower box consistent with keratin observed. The manufacturer used the fitt (foam integrity test tool) took per fitt document (ER 2245460 v01) to test the sound abatement foam for degradation and breakdown. An investigation of the humidifier showed a discoloration of the dry box seal and flip lid seal. There was dust/dirt found throughout the humidifier. Inspection of the heater plate revealed a dust/dirt contaminant along the outer edge of the heater plate. The manufacturer is unable to assess the symptoms described in the complaint. They can confirm the presence of sound abatement foam degradation. There were no errors found.